Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised they could continue using the pump, with instructions to call back if the issue recurred.